Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
During an orig distal femur using the liss plate, the surgeon was performing the final tightening of the plate to the bone with a pull reduction instrument and it broke sending a fragment into the pt's bone. Surgeon was unsuccessful retrieving the fragment and it remains in the pt's bone. The procedure was completed.

Manufacturer narrative:
(B)(4): placeholder.